Event description:
It was reported that a battery depletion issue occurred. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance or follow-up, and no additional information was obtained, so no further action was required.